Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent an unspecified procedure with implant of a bard/davol "marlex ptfe mesh" in her pelvic area. The attorney alleges the patient experienced pain, pain and suffering, disability, impairment and inability to engage in necessary activities.